Event description:
The customer reported a heartstart hands-free cable error. There was no report of adverse patient impact.

Manufacturer narrative:
The issue was clarified as the customer was ordering a hands free cable because they never had one. There was no malfunction.